Event description:
It was reported that patient admitted to the ER due to high bg and treated via IV and fluids of saline and insulin due to bent cannula on (B)(6) 2026.

Manufacturer narrative:
Name: tandem. Country: united states of america. Address ¿ line 1: 11045 roselle street. City: san diego. State: ca. Zip code: 92121. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.